Event description:
It was reported that the pump time was incorrect, customer did not attribute incorrect time to a pump malfunction. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer addressed their elevated bg with a correction bolus. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.